Event description:
Report 2 of 2: it was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a discrepant patient result was obtained. Initial test gave a negative result for p3. Sample was retested and gave a negative result for p3. Customer tested sample on allplex and was positive for hpv35 and positive for hpv39. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.